Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported five different er320 devices had clip that did not close completely (proximally). There was no consequence to the pt.